Event description:
It was reported that the patient went to the emergency room (ER) after a syncopal event and not feeling well for the previous two weeks. The device would not respond to a magnet test, and the battery voltage was 1.90. It was further reported that the device had reached elective replacement indicators (eri) early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the emergency room (ER) after a syncopal event and not feeling well for the previous two weeks. The device would not respond to a magnet test, and the battery voltage was 1.90. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The high current drain was the result of higher than normal leakage current internal to the tantalum capacitor c1.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.